Event description:
The customer had reported that while running an hiv-I p24 antigen assay, summit sample handler did not aspirate the proper volume of sample and diluent in tip #4. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was assoicated with this event.